Event description:
The hcp reported the patient has had difficulty swallowing for about six months. The patient was seen by a gastroenterologist for esophagus sphincter issues and gerd/heartburn. The patient has also seen a cardiologist to rule out any heart conditions. The hcp stated the neurostimulator has been turned off and the symptoms still exist. Reprogramming was scheduled. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional information is received. Refer to medwatch report# 2182207-2007-04527.